Event description:
It was reported to boston scientific corporation that an enteral guidewire was used in a colonic stenting procedure performed on (B)(6) 2013. According to the complainant, during unpacking, the guidewire was noted to be stretched and unraveled. There was no damage noted to the tip of the guidewire and the tip of the metal corewire was not exposed. This guidewire was not used in the patient. A new enteral guidewire was used to complete the procedure. There were no patient complications that resulted from this event.

Manufacturer narrative:
(B)(4). A visual analysis of the complaint sample revealed a fracture of the core wire and stretch damage to the outer coil wraps with camber over the remainder of the guidewire length. The complaint sample was dissected and coils 0.5 to 1.0 cm from the distal tip were stretched to expose the distal aspect of the core wire fracture located 0.15 mm proximal of the distal weld mass. Additionally, the coil wire approximately 32 cm from the distal tip was manipulated to expose the proximal aspect of the core wire fracture for characterization. The fracture region of the core wire presented turns of torsional loading over the distal tip weld mass. Both aspects of the fracture presented reduced cross-sectional area and apparent elongation near the fracture faces suggesting ductile, tensile overload of the core wire proximal of the distal tip weld mass in addition to the torsional loading. No other damage or inconsistencies were noted. All joints appear to be correct and intact by visual examination and by non-destructive testing. The complaint sample appeared visually and dimensionally correct. The complaint is consistent with the returned device that the guidewire stretched/unraveled. It was also found that the core wire was fractured. It is possible that the complaint was caused by handling of the device during un-packing without direct patient contact, therefore, the root cause for this event is handling damage. A DHR review was performed and no issues which might have caused or contributed to the complaint were noted.